Event description:
Per the clinic, the patient experienced an infection at the incision site and wound dehiscence on (B)(6) 2022. Subsequently, the device was explanted on (B)(6) 2022. It is unknown if there are plans to reimplant the patient as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.

Event description:
Per the clinic, the patient was treated with IV antibiotics (specific date and duration not reported). This report is submitted on march 11, 2022.